Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the display wire insulation was pinched (wire insulation not compromised), encoder switch assembly was damaged, and one case screw was contaminated. (B)(4).

Event description:
It was reported ventricular pulse width measures 2 millisec. The device was returned for calibration. There was no patient involvement indicated.